Manufacturer narrative:
1. The defective products were not sent back to micro-tech. The customer feedback is as follows: physician attempted to move dial on scope and stated it broke. The customer feedback the big directional wheel on the eye-max scope would not engage/operate. This would not operate at all and could not allow for duct insertion. The surgery did not cause harm to the patient, but it did delay the surgical time to some extent. No relevant pictures or videos have been provided. 2. Analysis analyze from the following aspects: a. DHR investigation: according to the batch information, investigate the DHR records. All raw materials are qualified and put into storage. During the manufacturing process, inspection process and packaging process, there is no abnormality, and the incoming and outgoing products have all been inspected and qualified. B. DHR investigation: according to the batch information, investigate the DHR records. All raw materials are qualified and put into storage. During the manufacturing process, inspection process and packaging process, there is no abnormality, and the incoming and outgoing products have all been inspected and qualified. C.packaging and transportation investigation: the finished product packaging is packed and fixed in the special packaging suction plastic box, and the packaging and transportation method has been packaged verified. The existing packaging and transportation plan meets the product performance requirements, so the probability of packaging and transportation leading to customer complaints. 3. Conclusion based on the above investigation and analysis. Since the product cannot be returned to micro-tech for further analysis, the root cause of the traction wire breakage cannot be determined for the time being. Through the above investigation and analysis, combined with the risk analysis, the probability of occurrence is rare, the benefit-risk has not changed, and the risk is acceptable. Therefore, we will continue to pay attention and not take corrective preventive measures.

Manufacturer narrative:
After micro-tech received this incident. We reviewed the manufacturing documents from the device history record and found no abnormalities that would contribute to this issue. We are trying to get more information for investigation. We will fill a follow-up report when this incident investigation is done.

Event description:
It was reported that physician attempted to move dial on scope and stated it broke.